Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. The initial troponin t hs stat result was 21.09 pg/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated twice with results of 2528 pg/ml with a data flag and 2565 pg/ml with a data flag. A new sample was obtained and the troponin t hs stat result was 2641 pg/ml with a data flag. There was no allegation that an adverse event occurred due to the results on (B)(6) 2018. The troponin t hs stat reagent lot number was 26765401 with an expiration date of 31-jan-2019. After the initial point of contact, the customer stated the patient died on (B)(6) 2018. The cause of death was kidney failure. There was no allegation that the device caused or contributed to the patient's death. The last preventive maintenance visit was in (B)(6) 2017. The field service engineer (fse) visited the customer site on (B)(6) 2018. The fse replaced the pinch tubings and replaced the sample/reagent pulley tubing as the tubing was outside of the pulley and worn out. The sipper and sample/reagent probes were primed. The results from a system volume check were ok. The fse checked multiple parts of the instrument and no other issues were found. Calibration and qc results were acceptable. No issues were identified during a review of the alarm trace or the customer's qc data. The customer replaces procell/cleancell every 2-3 days which is within specification. The pinch tubing was last replaced prior to the event on (B)(6) 2018 which is as recommended. The investigation determined that the pulley tubing issue identified by the fse was the root cause of the event.